Manufacturer narrative:
The volume of the leak was updated from 5 cc to 50 cc.

Event description:
The volume of the leak was about 50 cc.

Manufacturer narrative:
The customer was able to troubleshoot the leak. The found a clog of protein build up in the bath drain tubing. The customer replaced the bath drain tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak at the baths of the coulter act diff analyzer. The volume of the leak was about 5 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.